Event description:
It was reported that prior to a angioplasty procedure, stent damage and the stent moved on the balloon. As the 2.5x24mm promus element stent was opened and prepped for use it was noted that the stent was displaced distally beyond the tip of the balloon and the stent was also stretched. The damaged device was not used and the procedure was completed with another 2.5x24mm promus element stent. There were no patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that prior to a angioplasty procedure, stent damage and the stent moved on the balloon. As the 2.5x24mm promus element stent was opened and prepped for use it was noted that the stent was displaced distally beyond the tip of the balloon and the stent was also stretched. The damaged device was not used and the procedure was completed with another 2.5x24mm promus element stent. There were no patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the stent was damaged and stretched distally to 8mm distal of the tip of the device. The stent measured approximately 42mm in length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).